Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the gasket fell into situs, but could not be removed. No further info is available. Case completed with same like product. There was no pt consequence.